Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5144244/5139488 product family: scs-paddle leads upn: m365sc8352700 model: sc-8352-70 serial: 1065049 batch: 18462206.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded per hospital policy.